Manufacturer narrative:
. D4 - additional information has been requested but not yet received g4 ¿ PMA/510(k) #: exempt h3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the basket wires of an ncircle tipless stone extractor lost shape during an unspecified procedure. The case was bilateral, and the device functioned as expected on the first side by successfully capturing and extracting all stone fragments in a single attempt. However, on the second side, the prongs of the basket failed to maintain the intended 90-degree separation upon closure; instead, they slid downward to approximately 10 degrees of separation. The procedure was completed with the complaint device; however, it required approximately a dozen attempts to capture the fragment. It was reported the loss of shape increased the procedure time by a few minutes. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.